Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-aug-03, information was received from a friend/family member of a patient receiving bupivacaine (8.0 mg/ml, 5.4135 mg/day), dilaudid (15.0 mg/ml, 10.150 mg/day), and clonidine (75.0 mcg/ml, 50.752 mcg/day) via an implantable pump for spinal pain. It was reported the patient's pump failed friday night (B)(6) 2020. The pump started beeping and the patient checked the pump using their personal therapy manager (ptm) which said the pump motor was stalled. The caller stated the patient was noticing an increase in pain the past 48 - 72 hours and mor pain than usual. The caller stated that they had to drive the patient to the emergency room and the patient was put on a dilaudid IV. The caller mentioned that the patient has spina bifida and the pump was put in to address that pain. A rep called in on (B)(6) 2020 and reported they were with the patient and would pull pump logs. On (B)(6) 2020, an healthcare professional (hcp) called and stated the hcps office was trying to get a hold of a rep, but have not been successful reaching her. The caller stated they wanted to get the ball rolling since the patient was still in the hospital and didn't want him discharged until the pump was restarted or fixed. The caller mentioned the patient went into withdrawal when his pump malfunctioned and was rushed to the hospital. The caller was asked more about the withdrawal and "caller reported only pain as already mentioned". The caller stated that right now, the hospital has given him minimal IV or dilaudid pills to take the edge off. Device registration shows the pump was explanted on (B)(6) 2020.

Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6) identified foreign material in the motor gear train. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.